Event description:
The customer reported via phone call that she had a blank display. Customer will need to send back her old pump. Customer's blood glucose was over 500 mg/dl at the time of the incident. Customer's current blood glucose was 517 mg/dl. Customer was throwing up this morning and had a bad headache. Customer used the pump and gave a manual shot to treat. Customer received treatment in the emergency room for her high blood glucose. Customer stated that she was feeling sick and tired. Customer was given insulin through an IV and was having a hard time breathing. Customer was released after her heart rate was stable. Customer was wearing the pump at the time of the emergency room visit. Customer's current blood glucose was 500 mg/dl. Customer was given a manual injection with needles to treat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.